Event description:
The recipient's device was explanted. The recipient was implanted on the contralateral side with an advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's infection reportedly resolved after explant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will reportedly not be returned for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
The recipient was reportedly explanted due to an infection.